Event description:
Additional information received from the consumer reported there were no circumstances that led to the coupling issue with the left implant. The patient went to the neurologist and everything was fine, they just needed a new recharger which resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial#: (B)(4), implanted: (B)(6) 2015, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger is not working to charge ins. Caller states pt seeing a message that looks like a birdy on the screen. She is not with the pt or equipment. Caller will do more troubleshooting and call back with more information. No symptoms were reported. The patient called back and they had the patient start a charging session for the ins battery on their right side. The caller reported that the ins battery level was at 50%, the ins was turned on, and all 8 coupling boxes were filled in. They had the patient start a charging session for the ins battery on their left side. The caller reported that the ins battery level was at 50%, but zero coupling boxes were filled in. The caller confirmed that the ins was turned on. The caller repositioned the recharger antenna and were able to get 2 coupling boxes to fill in. It was reviewed that the ins was taking a charge, but noted that it will take longer to charge than the ins on the patient's right side due to the difference in coupling. No issue was found with the recharging equipment.